Manufacturer narrative:
No button error alarm noted during testing. However, the insulin pump had no button response due to corroded keypad traces. No moisture damage on electronics and motor noted. The device had minor scratches on the display window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call, she was playing softball and the device alarmed button error. Her blood glucose was 203 mg/dl. The device was in her bra when the alarm occurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.